Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions breaching the cables lumens were noted at 7.6 ¿ 8.0 cm, 7.9 ¿ 8.3 cm, 8.0 ¿ 8.6 cm, 35.4 ¿ 36.2 cm and 35.5 ¿ 36.3 cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 8.9 ¿ 13.3 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.